Event description:
It was reported that during preparation, when the device was unpacked, the stent was found fractured. The procedure was completed with another same stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: xiangyue hospital affiliated to hunan provincial institute of blood block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h11: the returned percuflex plus ureteral stent was analyzed, and upon magnification it was observed that the bladder coil was torn. Additionally, the suture and positioner were not returned. The reported event was not confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible to conclude that this problem could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the coil can get torn during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the preparation and the device had no influence on event.

Event description:
It was reported that during preparation, when the device was unpacked, the stent was found fractured. The procedure was completed with another same stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.